Event description:
It was reported that the tip of the universal handpiece was discovered to be broken during set up for a procedure. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received.

Manufacturer narrative:
The customer comment of the tip breaking on the handpiece was confirmed. A broken angle nut can be caused by over torqueing of the angle nut while attaching a tip to the handpiece. The device was scrapped by the manufacturer.

Event description:
It was reported that the tip of the universal handpiece was discovered to be broken during set up for a procedure. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.